Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, the 8mm fenestrated bipolar forceps instrument had no cautery. The customer changed the cautery cord, but the issue persisted. The user completed the procedure using a backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. There was no arcing as the instrument had no energy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the proximal end near the main tube and roll gear junction. There was no thermal damage observed. The instrument failed the electrical continuity test. The instrument was tested in an in-house system where it failed to deliver energy after multiple attempts. The instrument was also found to have a bent connector pin on the energy instrument identification board (eiib). One of the prongs on the eiib inside of the proximal housing was found to be bent but still passed the continuity test.